Event description:
Normal saline flush syringe appeared cloudy when viewed from the outside. Product was not expired -expires in 2011-, and was stored under conditions in accordance with directions on container. It is unknown whether the contents of the syringe or the syringe itself is responsible for the cloudy appearance, as product was not uncapped. Product was sent to covidien/kendall for investigation. No patients were exposed to the product. Dose or amount: 10ml fill -12ml syringe. Frequency: flush. Route: IV.